Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pains/pain'), polyneuropathy ('polyneuropathy') and multifocal motor neuropathy ('multi focal motor neuropathy') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression. Concurrent conditions included alcohol abuse, drug abuse, post-traumatic stress disorder, adhd, anxiety, chronic pain, paresthesia, carpal tunnel syndrome, insomnia, iron deficiency, nerve pain, muscle spasm, menstruation frequent, obesity, tarsal tunnel decompression, chondromalacia, gastric bypass, back pain, constipation, diarrhea, radiculopathy, plantar fasciitis, concentration impaired and bursitis. Concomitant products included amfetamine (amphetamine), baclofen, biotin, buspirone, diclofenac, gabapentin, hydrocodone, iron, naloxone, naltrexone, oral contraceptive nos, oxycodone, pantoprazole sodium sesquihydrate (pantrozole), topiramate and zolpidem. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced depression ("psych injury/psychological or psychiatric problems:depression"), bladder disorder ("bladder/urinary problems bladder probs"), urinary tract disorder ("bladder/urinary problems bladder probs") and migraine ("migraine/ migraine /headache"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 5 months after insertion of essure. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmennorhea(cramping)/ very painful periods"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), tooth disorder ("dental problems"), alopecia ("hair loss"), visual impairment ("vision probs/visual disturbances"), hirsutism ("facial hair"), cyst ("cysts"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bacterial vaginosis ("bv"), granuloma annulare ("granuloma annulare") and adnexa uteri pain ("ovarian pain"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In 2013, the patient experienced genital haemorrhage ("heavy bleeding/bleeding"), abdominal pain lower ("cramping") and back pain ("back pain"). In 2013, the patient experienced female sexual dysfunction ("apareunia") and nausea ("nausea"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), allergy to metals ("allergy rash/skin condition"), dermatitis allergic ("allergy rash/skin condition"), cerebral palsy ("nuero condit/prob/cerebral palsy"), weight fluctuation ("weight gain/ weight is up and down"), mood altered ("moody"), hypertension ("high blood pressure"), general physical health deterioration ("deteriorated health"), dyspareunia ("dyspareunia (painful sexual intercourse)"), polyneuropathy (seriousness criterion medically significant), multifocal motor neuropathy (seriousness criterion medically significant), anxiety ("anxiety") and post-traumatic stress disorder ("ptsd"). The patient was treated with duloxetine, ibuprofen, naproxen and surgery (vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower and back pain had not resolved and the dysmenorrhoea, female sexual dysfunction, abdominal pain, menorrhagia, allergy to metals, dermatitis allergic, depression, bladder disorder, urinary tract disorder, tooth disorder, cerebral palsy, fatigue, migraine, alopecia, nausea, weight fluctuation, visual impairment, hirsutism, cyst, mood altered, vaginal haemorrhage, bacterial vaginosis, granuloma annulare, hypertension, general physical health deterioration, dyspareunia, polyneuropathy, multifocal motor neuropathy, anxiety and post-traumatic stress disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, allergy to metals, alopecia, anxiety, back pain, bacterial vaginosis, bladder disorder, cerebral palsy, cyst, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, general physical health deterioration, genital haemorrhage, granuloma annulare, hirsutism, hypertension, menorrhagia, migraine, mood altered, multifocal motor neuropathy, nausea, pelvic pain, polyneuropathy, post-traumatic stress disorder, tooth disorder, urinary tract disorder, vaginal haemorrhage, visual impairment and weight fluctuation to be related to essure. The reporter commented: she continues to treat for symptoms believed to be related to the essure device. Plaintiff received treatment for pain: dysmenorrhea (cramping),apareunia, pelvic/abdominal. Bleeding: menorrhagia. Number of proximal coils: 4 on left cornua and 4 on right cornua. Discrepancy: previously reported as plaintiff performed hsg now it is reported plaintiff did not underwent an essure conformation test. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(4). Hysterosalpingogram on an unknown date: results: the coils were properly placed. Imaging procedure on (B)(6) 2013: essure confirmation test(s) (unspecified) : bilateral occlusion. Ultrasound scan on (B)(6) 2015: normal pelvic ultrasound. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, depression, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2020: mr received: case become serious incident, essure removal done. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pains/pain'), polyneuropathy ('polyneuropathy') and multifocal motor neuropathy ('multi focal motor neuropathy') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression. Concurrent conditions included alcohol abuse, drug abuse, post-traumatic stress disorder, adhd, anxiety, chronic pain, paresthesia, carpal tunnel syndrome, insomnia, iron deficiency, nerve pain, muscle spasm, menstruation frequent, obesity, tarsal tunnel decompression, chondromalacia, gastric bypass, back pain, constipation, diarrhea, radiculopathy, plantar fasciitis, concentration impaired and bursitis. Concomitant products included amfetamine (amphetamine), baclofen, biotin, buspirone, diclofenac, gabapentin, hydrocodone, iron, naloxone, naltrexone, oral contraceptive nos, oxycodone, pantoprazole sodium sesquihydrate (pantrozole), topiramate and zolpidem. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced depression ("psych injury/psychological or psychiatric problems:depression"), bladder disorder ("bladder/urinary problems bladder probs"), urinary tract disorder ("bladder/urinary problems bladder probs") and migraine ("migraine/ migraine /headache"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 5 months after insertion of essure. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmennorhea(cramping)/ very painful periods"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), tooth disorder ("dental problems"), alopecia ("hair loss"), visual impairment ("vision probs/visual disturbances"), hirsutism ("facial hair"), cyst ("cysts"), vaginal hemorrhage ("abnormal bleeding (vaginal)"), bacterial vaginosis ("bv"), granuloma annulare ("granuloma annulare") and adnexa uteri pain ("ovarian pain"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In 2013, the patient experienced genital haemorrhage ("heavy bleeding/bleeding"), abdominal pain lower ("cramping") and back pain ("back pain"). In 2013, the patient experienced female sexual dysfunction ("apareunia") and nausea ("nausea"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), allergy to metals ("allergy rash/skin condition"), dermatitis allergic ("allergy rash/skin condition"), cerebral palsy ("nuero condit/prob/cerebral palsy"), weight fluctuation ("weight gain/ weight is up and down"), mood altered ("moody"), hypertension ("high blood pressure"), general physical health deterioration ("deteriorated health"), dyspareunia ("dyspareunia (painful sexual intercourse)"), polyneuropathy (seriousness criterion medically significant), multifocal motor neuropathy (seriousness criterion medically significant), anxiety ("anxiety") and post-traumatic stress disorder ("ptsd"). The patient was treated with duloxetine, ibuprofen, naproxen and surgery (vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital hemorrhage, abdominal pain lower and back pain had not resolved and the dysmenorrhoea, female sexual dysfunction, abdominal pain, menorrhagia, allergy to metals, dermatitis allergic, depression, bladder disorder, urinary tract disorder, tooth disorder, cerebral palsy, fatigue, migraine, alopecia, nausea, weight fluctuation, visual impairment, hirsutism, cyst, mood altered, vaginal hemorrhage, bacterial vaginosis, granuloma annulare, hypertension, general physical health deterioration, dyspareunia, polyneuropathy, multifocal motor neuropathy, anxiety and post-traumatic stress disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, allergy to metals, alopecia, anxiety, back pain, bacterial vaginosis, bladder disorder, cerebral palsy, cyst, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, general physical health deterioration, genital hemorrhage, granuloma annulare, hirsutism, hypertension, menorrhagia, migraine, mood altered, multifocal motor neuropathy, nausea, pelvic pain, polyneuropathy, post-traumatic stress disorder, tooth disorder, urinary tract disorder, vaginal hemorrhage, visual impairment and weight fluctuation to be related to essure. The reporter commented: she continues to treat for symptoms believed to be related to the essure device. Plaintiff received treatment for pain: dysmenorrhea (cramping),apareunia, pelvic/abdominal. Bleeding: menorrhagia. Number of proximal coils: 4 on left cornua and 4 on right cornua. Discrepancy : previously reported as plaintiff performed hsg now it is reported plaintiff did not underwent an essure conformation test. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 71.8 kgs. Hysterosalpingogram - on an unknown date: results: the coils were properly placed.. Imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified) : bilateral occlusion. Ultrasound scan - on (B)(6) 2015: normal pelvic ultrasound. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain , depression,menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.